Event description:
Per the physician, the cause of the generator site pain was not determined. The repositioning surgery was noted to be performed for the patient pain relief. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a lead revision performed due to pain in the neck/electrode area. It was noted that 3 months post vns generator replacement the patient began fussing with the vns lead in the neck area. The physician prescribed medication and disabled the vns generator; however, the pain persisted and was quire significant. Physician decided to more forward with a lead revision to remove the lead in its entirety. The replacement lead was placed more superiorly. The physician could not provide a clear conclusion for the cause of the pain; however, it was noted that scar tissue could have been a potential factor. The explanted lead has not been received to date. No additional relevant information has been received to date.